Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandems user guide the t:slim x2 g5: do not remove the used cartridge from the pump during the load process until prompted on the t:slim x2 g5 pump screen.

Event description:
It was reported that a cartridge alarm 30 occurred with a cartridge during the load process. Reportedly, the customer did not follow proper load sequence when loading a new cartridge. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer reloaded a cartridge and resumed insulin delivery.